Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to motor error alarm. All operating currents are within specification. Unable to verify e70 or a70 alarms due to motor error alarms. The insulin pump was returned without the battery cap; unable to confirm damage. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked case, cracked battery tube threads, cracked display window, cracked case at the reservoir tube window corner and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Cracks were visible near the reservoirs. Where the reservoir is inserted, it is cracked and pieces broke off. The battery cap was stuck again due to over tightening. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.